Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: ¿ 203 mmhg blood side pressure drop reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the fusion oxygenator, there was a high pressure excursion while on pump. The procedure included aortic valve replacement (avr) and mitral valve replacement (mvr). During the procedure, 2k atiii was administered on pump, and 200 + 100 mcg of nipride was injected pre-membrane, which resulted in a drop in pre-membrane pressures. At 2580 rpm with 5.12 l/min, the post-membrane was 168mmhg. Then at 3040 rpm with 4.84l/min, the pre-membrane was 430mmhg. The post-membrane was 160mmhg. After the administration of nipride at 2880rpm with 5.62 l/min, the pre-membrane was 375mmhg and the post-membrane was 185mmhg. The device was used to complete the procedure. The procedure was safely completed. No patient complications have been reported as a result of this event. Medtronic received additional information that pressure increase was noted about 70 minutes into the pump run. Customer does not monitor pre-membrane pressure, so a line was added when higher rpms were noted for the same flow. 10k heparin, 35k loading dose plus another 8k, atiii 1000u, atiii 1000u, nipride 200 mic, nipride 100 mic were used for priming. Heparin was monitored using an act plus, the baselines was 128 seconds and it was 456 seconds after a loading dose, 443, 544, 484, 581, 549 (around time pre-membrane pressures were first checked to be high), 512, 611, 548, 559, 538, 522, 484, 599, 559. The venous temperatures were 34 ¿ 36.2 degrees c, and the arterial post oxygenator temperatures were 34.4-36.8 degrees c.